Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that error states that unable to issue medications. A customer support specialist guided to customer for making changed the patient profile to resolve this issue. The system functioned as intended after customer support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system was unable to issue medication. Customer stated that they were unable to issue the medications, which did not delay to patient care. The medication is called sps susp 15gm/60ml. There were no adverse events or injuries reported based on this event.